Event description:
Pt having an ileostomy closure. Ta-60 used for anastomosis, but after it was fired, the staples in the middle of the anastomosis were loose and did not hold. Second stapler used without problem.